Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: corroded motor was replaced. Protective conductor resistance is out of tolerance, so the motor cable was replaced. Damaged parts of the drill mounting mechanism were replaced. Damaged parts of the valve was replaced. Defective o-rings was replaced. Fluid ingress into the system is the possible root cause for the corroded motor and the motor not functioning as intended. Locking mechanism failure is due to the bent drill mounting mechanism. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. The serial number was manufactured by a facility which has been closed since 2011, therefore a review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate that the customer by fax reported an order for repair of the tornado shaver handpiece. No additional details available.